Manufacturer narrative:
The reported issue (it was reported that a set of pads were giving a low flow rate during therapy. Therefore the pads were swapped with a second set of pads and therapy resumed on the second set of pads without any further issues.) Was unconfirmed. Each pad was visually inspected and checked for any manufacturing deficiencies or visible damage on the pads and none were found. A flow test was completed using a model 5000 arctic sun. The flow through the pads was 2.3 lpm( liters/min) and the device was maintaining -7.0 inlet pressures throughout the investigation. The pads were tested for 1 hour and the flow and inlet pressure was consistent throughout the 1 hour test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that a set of pads were giving a low flow rate during therapy. Therefore, the pads were swapped with a second set of pads and therapy resumed on the second set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of pads were giving a low flow rate during therapy. Therefore, the pads were swapped with a second set of pads and therapy resumed on the second set of pads without any further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a set of pads were giving a low flow rate during therapy. Therefore, the pads were swapped with a second set of pads and therapy resumed on the second set of pads without any further issues.